Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked while the tubing was primed. The following information was provided by the initial reporter: as the technician was priming the tubing, a leak was noticed, with further investigation the tubing is not secure. This is the second occurrence this week, lot# 20066616.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked while the tubing was primed. The following information was provided by the initial reporter: as the technician was priming the tubing, a leak was noticed, with further investigation the tubing is not secure. This is the second occurrence this week, lot# 20066616.

Manufacturer narrative:
H.6. Investigation: the customer sent a package with 83 unopened ms3500-15 sets. It is to be known that this is not the material described in the complaint. The complaint along with the photos received concern material#11532269 batch no: 20066616. This mix up prevented a physical investigation from taking place. Investigation is based off of customer's provided photos alone. The separation in provided photos is obvious and the customer's complaint has been verified. A device history record review for model 11532269 lot number 20066616 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The cause of the separation in photos is unknow at the time. The location has been known to tear before after repeated bending/ stress. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20066616 regarding item #11532269 h3 other text : see h.10.